Event description:
Electrode belt sn (B)(4) was returned for an unrelated reason, during servicing the electrode belt failed testing. The (B)(6) patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the belt failed incoming functional testing. Upon evaluation, there was no visable damage to the cable, but there was a kink in the pulse wire in the distribution node resulting in an open connection. The cause of the failure was the damaged pulse wire. The root cause of the damaged wire cannot be positively identified. No adverse event resulted from the damaged wire. The patient was issued a replacement electrode belt.